Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device was inspected and the basket wire was found to be damaged/broken with the ball tip bent from the distal end side. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was caused by component failure. The reported event is described in "warnings and cautions" and "operational instructions": warnings and cautions ¿ kinks and deformation of the sheath can potentially affect the mechanical performance of the device. Do not directly fire any lithotripsy system (pneumatic, ultrasonic, laser or other) upon the device as significant damage and patient injury may occur. Operational instructions removal 1) caution: do not apply excessive force on the device. Once the object is captured inside the device carefully remove the scope and stone dislodger simultaneously from the urinary tract. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the wire of the subject device was broken. The issue was observed during retrograde intrarenal surgery (rirs). The procedure was completed with a similar device. There were no reports of patient harm.